Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
If leakage occurs during use, a green claim is required; the physical device has not been returned; video evidence is available; no response to the complaint is required; no acknowledgment of receipt for the complaint is required.